Event description:
During a lap cholecystectomy, ventilating pressures rapidly increased to 60-70 when smoke evacuator was turned on. Abdominal pressure went into 20's. When evacuator turned off, pressures returned to normal. Evacuator turned on x2, with same results. Evacuator not used for remainder of case. "Tandem" cap on smoke evacuator found uncapped at the end of the case. No alarm on medical device. Pneumothorax was identified on chest x-ray, 14g cath placed to aspirate pneumothorax.